Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Ketone strips were returned for evaluation. No defect detected. Most likely underlying root cause: mlc-1: user had an inaccurate reference note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial and others were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint 14 of 14.

Event description:
Consumer reported complaint for ketone test strips. Customer stated that the ketone test strips were not changing color when urine was applied. Conducted a review on steps when testing for ketones. Customer attempted to test ketone two separate ways; one with urine stream. Second attempted test with urine in sterile container cup. Test pad not changing color at all. Customer keeps ketone strips in bedroom. Container of ketone test strips was opened 10/27/2017. No adverse event or medical intervention was reported.